Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the resistance in the lock lever and arm positioner and the clip jumping open. It was reported that during device preparation, there was resistance when pulling up the lock lever. Then, the torque on the arm positioner was tight. Clip would not open unless the lock lever was pulled up to the position where the blue line was fully visible. The torque accumulated was then released during the opening of the clip, as the clip jumped open. A replacement device was used to complete the procedure. No patient was involved in the issue and there was no clinically significant delay. No additional information was provided.

Manufacturer narrative:
All available information was investigated and the reported resistance while retracting the lock lever, resistance of the arm positioner, clip jumpiness and difficult to open the clip were not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. The investigation was unable to determine a cause for the reported resistance retracting the lock lever and resistance while rotating the arm positioner cannot be determined. The reported difficulty opening the clip and clip jumping appear to be cascading effects of the reported resistance of the arm positioner. There is no indication of a product issue with respect to manufacture, design, or labeling.